Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 5/5/06 and a mesh was implanted. It was reported that patient underwent laparoscopic supracervical hysterectomy with left salpingo-oophorectomy on (B)(6) 2008, due to chronic pelvic pain, menometrorrhagia and uterine fibroids. It was reported that patient underwent laparoscopy with right salpingo-oophorectomy on (B)(6) 2009, due to chronic pelvic pain with right ovarian cyst. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.